Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a decrease in impedance, dropped sensing values, and no capture in the right ventricular lead. X-ray confirmed that the lead had dislodged. During procedure, the lead was attempted to be repositioned, but the helix was not able retract onto the lead. The lead in question was explanted and replaced. The patient was stable.

Manufacturer narrative:
Explant date should have been included in the initial report